Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touchscreen issue was reported with the adc device. The customer reported "button 3 of the touch screen does not respond" and as a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and unable to self-treat. The customer had contact with both healthcare professional (paramedics) and third-party who administered an unspecified dose of insulin intravenously and "etg" as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.